Event description:
A surgeon reports that a patient is complaining of glare at night following intraocular lens implant surgery. The doctor mention seeing "red sparkles" in the lens upon examination. Additional information has been requested.